Manufacturer narrative:
It was reported events of power disconnects and failure of the "no power alarm". Two controllers, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Log file analysis of (B)(4) did not reveal any anomalies involving this controller. Failure analysis of the returned controller (B)(4) revealed that the device passed visual examination but failed initial functional testing due to the failure of the "no power alarm". After the internal battery of the controller was properly charged the controller performed as expected. The most likely root cause of the "no power alarm" can be attributed to an extended period where the controller, (B)(4) , was not connected to an external power source, causing the internal battery to deplete. Log file analysis of (B)(4) reveal multiple controller power-up events on 03/06/2017, 03/24/2017, 04/12/2017 and 04/28/2017. The data recorded only covers the controller power up followed by a motor start on 04/28/2017 at 21:25:06. The data point prior the controller power-up revealed that battery (B)(4) was connected to power port one (1) and battery (B)(4) was connected to power port two (2) with ninety-seven percent (97%) and thirty-nine percent (39%) relative state of charge (rsoc) respectively. The data point after the controller power-up revealed that a controller ac adapter was connected to power port one (1) and (B)(4) was connected to power port two (2) with thirty-seven percent (37%) rsoc. These events do not point to a device malfunction but the disconnection of both power sources, give than one power source connected prior to the loss of power was replaced. The most likely root cause of the reported "power disconnects" can be attributed to the disconnection of both power sources. Failure analysis of the returned (B)(4) revealed that device passed visual examination and initial functional testing. However, additional testing of the controller was performed. During testing, the controller was exposed to temperatures between thirty degrees celsius (30°c) to fifty degrees celsius (50°c) to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm failed to sound once both power sources were disconnected. During the analysis of the controller, a fairchild mosfet was measured at thirty-nine degrees celsius (39°c), which is still within the manufacturing temperature range between -55°c to 150°c. The heat generated by the mosfet was adding to the environmental (ambient) temperature, causing the "no power" alarm's circuit thermal fuse to open, resulting in a failure of the "no power" alarm. Based on this analysis, it is likely that the controller, (B)(4) , was operating in ambient conditions above 50°c. This in conjunction with a mosfet that was operating at 39°c may have caused the alarm circuit's thermal fuse to open, resulting in a failure of the "no power" audible alarm. The most likely root cause of the "no power alarm" can be attributed to an extended period where the controller, (B)(4), was not connected to an external power source, causing the internal battery to deplete. The most likely root cause of the reported "power disconnects" can be attributed to the disconnection of both power sources. Based on this analysis, it is likely that the controller, (B)(4), was operating in ambient conditions above fifty degrees celsius (50°c). This in conjunction with a mosfet that was operating at thirty-nine degrees celsius (39°c) may have caused the alarm circuit's thermal fuse to open, resulting in a failure of the "no power" audible alarm. Brand name: heartware® ventricular assist system - controller 1.0. Serial #: (B)(4). Device evaluated by MFR: yes. Device manufacture date: 21-dec-2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h10 product event summary: two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis of (B)(6)¿s log files did not reveal any anomalies involving this controller. Failure analysis of the returned controller (B)(6) revealed that the device passed visual examination. Functional testing revealed that the "no power alarm" was not audible due to a depleted internal battery. After the internal battery of the controller was properly charged, the controller performed as expected. Log file analysis of (B)(6)¿s log files revealed that the controller did not contain the smr software. Review of the event log file revealed multiple controller power-up events on (B)(6) 2017 at 02:17:49, (B)(6) 2017 at 20:46:12, (B)(6) 2017 at 15:47:05, and (B)(6) 2017 at 21:25:01; respectively. No anomalies were observed prior to the losses of power. The controller was without power for a maximum of 12 minutes and 32 seconds, 3 minutes and 8 seconds, 5 minutes and 32 seconds, and 5 minutes and 10 seconds; respectively. Failure analysis of the returned controller (B)(6) revealed that device passed visual examination and initial functional testing. During supplemental testing, the controller was exposed to temperatures between 30 degrees celsius (c) to 50 c to determine if the "no power¿ alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm did not sound once both power sources were disconnected. During the analysis of the controller, a fairchild mosfet was measured at 107 c, which is still within the manufacturing temperature range between -55 c to 150 c. The heat generated by the mosfet was adding to the environmental (ambient) temperature, causing the ¿no power¿ alarm¿s circuit thermal fuse to open, resulting in a failure of the ¿no power¿ alarm. Once the controller was allowed to operate at cooler temperatures, the thermal fuse was able to re-cover and close the cir cuit, and the ¿no power¿ alarm regained functionality. As a result, the reported events were confirmed. The most likely root cause of the reported no sound on controller con105833 can be attributed to an open thermal fuse. The most likely root cause of the no power alarm not sounding on controller (B)(6) can be attributed to an extended period of time where the controller (B)(6) was not connected to an external power source, causing the internal battery to deplete. The most likely root cause of the loss of power on (B)(6) 2017 can be attributed to a disconnection of both power sources as described in the event details. A possible root cause of the observed losses of power on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections to initial MDR. Continuation of concomitant medical products: 511212 lead, 511212 lead, dtba1d1 ICD, 6984m adapter, 6984m adapter, implanted: (B)(6) 2014. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: con105833 - controller / catalog number 1403us / expiration date 31dec2017 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced dizziness during a controller exchange when their controller was replaced for concerns of no audible alarm during recent double power disconnect. Log file review showed that the patient had three power disconnects since implant on (B)(6) 2017 at 0217, (B)(6) 2017 at 2046, and (B)(6) 2017 at 2125. The patient did not hear an audible tone associated with an alarm during all three events. The patient did report inadvertently disconnecting their remaining power source on (B)(6) 2017 while getting up to go to the bathroom. The patient reported being asymptomatic during this event. A "no power alarm" situation was recreated on the patient's back-up controller while at the clinic. The "no power alarm" stopped alarming after five seconds despite being powered up for approximately ten minutes. The patient was observed making connections. The patient was appropriately locking the connections into place and the connections were verified. There were no loose power ports noted on the controller. Both controllers were exchanged and will be returned to the manufacturer. No additional information is available.